Manufacturer narrative:
Mitek is, at this point in time, in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
Our rep is reporting that during an arthroscopic procedure, a portion or all of the dam section of 2 cannulas broke away into the pt's joint space. The fragments were easily retrieved and the procedure was concluded successfully without further issue or harm to the pt. The complaint devices were discarded at user facility. Also see associated MDR 1221934-2011-00102.